Event description:
The customer reported that an erroneous, elevated vitamin b12 result, above the normal reference range of the assay, was generated on an access 2 immunoassay system for one patient sample. Upon repeat testing of the original sample in diluted and undiluted forms on the same instrument, lower results were generated which were within the normal reference range of the assay and considered valid. Beckman coulter inc. Assessment of customer supplied data indicated the inclusion of three patients' vitamin b12 results. Confirmation with the customer indicated that only one patient's result (as referenced above) was questioned and hence the other two patients' results were not included in this report. The results were reported outside of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control results during the timeframe of the event met customer established specifications. A system check performed prior to the event generated acceptable results. The customer was performing special cleans on the instrument in an appropriate manner after performing b12 testing on the instrument. The sample was collected in a red topped tube. There were no visual abnormalities identified with the sample. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 in response to this event the field service engineer (fse) reported that instrument ultrasonic voltages required adjustments. The fse was able to verify vitamin b12 assay and instrument hardware performance were within specifications after repairs were completed. The instrument was returned into service after the necessary and verified repairs. Although hardware repairs were required during the service visit, the fse could not determine that the instrument ultrasonics issue had caused the erroneous results. In conclusion, the cause of this event is unknown and could not be determined based on the supplied information.